Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: [missing records: records for CT showing ¿gore-tex patch, patch is lifted and recurrent incisional hernia to the right and superior to the umbilicus¿ were not provided.] On (B)(6) 2014: (B)(6) surgery clinic. (B)(6) , md. Office notes. Evaluation for open draining at umbilicus since 2008 surgery from hernia repair, grew staphylococcal in (B)(6) 2013 and treated with antibiotics. Has draining sinus in the middle of her sunken abdominal wound. It is growing out strep. Probably infected mass in abdomen. History: converted her vertical banded gastroplasty to a roux-en-y gastric bypass with partial gastrectomy, lysis of adhesion and did an onlay patch of alloderm. After closure of her abdomen, apparently, he split through gore-tex patch. This was a 5-hour operation. The gore-tex patch was not removed. Over the last several months, she has drained some from this area. Apparently, it was probed and the wound center went pretty deep. It drained some minimal clear up and then drained again. Last culture showed streptococcal. CT scan does look like a gore-tex patch. There is intense inflammation above and below the patch above the umbilicus. This is right where the area sunken. After the gastric bypass revision apparently, she has some seroma that was operated on and wore one fact [sic] for about 5 months after. On CT patch is lifted and she has her recurrent incisional hernia to the right and superior to the umbilicus. Maybe requiring bowel resection. Will not be able use prosthetic material closer and a recurrent hernia is likely. We just need to get all the mesh out, and all the prosthetic material out. Abdominal pain. CT abdomen/pelvis 12/30/13. Weight 243 lbs. Bmi 44.4. Impression/plan: infected mesh, graft infection; removal of prosthetic material or mesh, abdominal wall for infection. Recurrent incisional hernia; ventral hernia repair. On (B)(6) 2014: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: infected abdominal wall patch. Postop diagnosis: infected abdominal wall patch. Procedure performed: laparotomy with removal of infected gore-tex marlex patch and abdominal wall reconstruction with a vicryl mesh and internal jugular triple-lumen central venous line with ultrasound guidance. Anesthesia: general endotracheal. Preoperative note: this is a 44-year-old white female who works here at baptist health medical center-north little rock. She had a ventral hernia repair with gore-tex patch in 1998 at big baptist. She now has patch infection and has culture proven strep from this. Has a persistent draining sinus and CT evidence of an infected patch. Brought to operation at this time for removal of infected patch and some sort of temporary abdominal wall coverage due to the infection. We are well aware that she likely will develop recurrent hernia, but we cannot use prosthetic mesh in the site of ongoing infection. She also has depleted venous access. Procedure: ¿the patient was placed supine on the operating table after satisfactory general endotracheal anesthesia. A nasogastric tube was placed, but it was removed at the end of the case due to her previous gastric bypass and it was not working well. The right neck was prepped and draped in usual sterile fashion and with barrier precautions. The right internal jugular vein was interrogated with ultrasound and was noted to be patent. He was then punctured with a micropuncture needle under direct ultrasound vision. The guidewire was placed and the 5-french sheath placed. The guidewire for the catheter was then placed and the 16 cm triple-lumen IV was then placed over the wire after dilating the tract. Each port was aspirated and flushed and it was secured with interrupted silk suture and dressed per protocol. Now a foley catheter and sed hose were placed. She was then prepped and draped in usual sterile fashion. She had a sunken air in the middle of her abdomen where she healed by secondary intention. At the bottom of this was the draining sinus. This was ellipse free and the incision extended superiorly and inferiorly. Especially inferiorly where she did not have patch is where I got into the abdomen first and adhesions were taken down to the abdominal wall. We kept splitting through the patch serially separating mostly omentum that was stuck to the patch. Finally once were into the abdomen all the adhesions were taken down with cautery or metzenbaum scissors. Most of these were omental adhesions to the abdominal wall, but the liver, etc., were involved as well. Now once the abdominal wall was free the rest of the patch was dissected free with combination of cautery, sharp dissection and metzenbaum dissection. All the prolene suture and all the patch was removed on both sides. I tried not to burn any bridges and tried to leave as much tissue as we could in case component separation was necessary later. Now once all the patch was gone, I changed gloved and instruments. A sheet of tightly woven vicryl mesh was then placed over viscera. Now the abdominal wall was closed starting at top and bottom and slowly closing the hole with interrupted simple sutures of #1 vicryl suture with a few interspersed #2 prolene sutures about every second to forth suture. All of the sutures were then placed then tied down and this reconstructed the abdominal wall at least for present. Wound was irrigated with saline solution. Deep layers were closed with interrupted 2-0 followed by interrupted 3-0 vicryl sutures. Skin was closed with staples interspersed with telfa wound wicks, dressed sterilely and then she was placed in an abdominal binder. The patient tolerated the procedure well taken to the recovery room in stable condition. Estimated blood loss was 200 cc. There were no operative complications.¿ ??/??/??: [missing records: records for CT showing ¿evidence of infected patch¿ were not provided.] On (B)(6) 2014: (B)(6) . (B)(6) , md. Discharge summary. Discharge diagnosis: infected abdominal mesh. History: had ventral hernia repair in 1998 with mesh. It is now infected. Hospital course: underwent excision and explantation of her infected mesh. Primary repair abdominal wall with subrectus vicryl buttress. Did well after surgery and her ileus has resolved. Pain controlled. Disposition: discharged home. Will see her back in the office in 5 days. Medications: percocet [narcotic]. On (B)(6) 2014: (B)(6) surgery clinic. (B)(6) , md. Office notes. Incision looks fine. Staples not unremoved; steri-strips applied. She is to stay off 6 weeks. Medications: fluconazole. Impression/plan: doing well post op, progress activity and diet. Return as needed. On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. Recurrent incisional hernia. History: diabetes. Weight 191 lbs, bmi 34.9. Impression/plan: recurrent ventral incisional hernia. Recommended laparoscopic assist. On (B)(6) 2016: [missing records: records for ¿recurrent ventral hernia repaired with a large physiomesh patch¿ were not provided.] On (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: excessive wound drainage. Postoperative diagnosis: abdominal wall dehiscence. Procedure performed: laparotomy for dehiscence, closure of abdominal defect with a 15 x 12 cm skirted physiomesh patch. Anesthesia: general endotracheal. Preoperative note: a 46-year-old white female who is one of our nurses here. She had a recurrent ventral hernia which was repaired with a large physiomesh patch 3 days ago that was done by an open technique with laparoscopic assist. She presents now with a lot of wound drainage and suspicion for abdominal wall dehiscence. Operative findings: abdominal dehiscence below the patch. This was inferior to the patch, required a 15 x 12 cm pysiomesh patch here. She has a very weak abdominal wall and had a wide open hernia prior to repair 3 days ago. Does not have anything good to anchor things to. Procedure: ¿the patient was placed supine on the operating table. After satisfactory general endotracheal anesthesia, foley catheter and scd hoses were placed. She was prepped and draped in the usual sterile fashion. Staples were removed as were stitches, and after lifting the skin up, it was clear that this was a dehiscence. There was about a 2 foot knuckle of small bowel herniated through the abdominal wall below the patch. This was gently placed back into the abdomen with making sure that there were no twists. It was clear that this was going to need to be repaired with a piece of patch and a 15 x 12 cm skirted physiomesh patch was chosen. Granee needle was used at 3 points on the left and 3 points on the right after mattress sutures of #1 ethibond had been placed through the skirt on each side. There were grasped with a granee needle and brought up to the abdominal wall. These were tied down and hernia tacks used underneath the skirt as well. Also, the patch was secured to abdominal wall inferiorly and physiomesh patch superiorly with interrupted mattress sutures of #1 ethibond. Now the thin attenuated fascia or muscle or abdominal wall was then closed over the patch with interrupted #1 vicryl suture interspersed with a dew #1 prolene sutures. Once the patch was covered, then 2 large round blake drains were placed as she has quite a bit of dead space. One was placed in the left lower quadrant and angled upwards. The other was in the right upper quadrant and angled downwards. They were secured with a 2-0 silk suture. Deep tissues were then closed with interrupted 2-0 vicryl suture, deep dermis was closed with 2-0 vicryl running and skin closed with staples. A sterile dressing and binder were applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Estimated blood loss was minimal. There were no operative complications.¿ on (B)(6) 2016: (B)(6) . (B)(6) , md. Discharge summary. Discharge diagnosis: recurrent incisional hernia. Abdominal wall dehiscence. Hospital course: underwent open repair with laparoscopic assist of her recurrent incisional hernia with a 25 x 20 cm patch. Couple days later began having marked drainage and underwent reoperation on postoperative day 3 for dehiscence. This was repair with another piece of patch. Done well and drainage has decreased. Left lower drain has been removed. Right one will remain and will remove that as well as her skin staple on thursday when returns. Discharged home. On (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: wound infection after open ventral hernia repair. Postoperative diagnosis: wound infection after ventral hernia repair with some necrotizing fasciitis. Procedure performed: excisional debridement of abdominal wall skin, subcutaneous tissue and muscle fascia with open packing. Anesthesia: general endotracheal. Preoperative note: a 46-year-old white female who is one of our nurses here at the hospital. She had an infected patch that was placed for a ventral hernia or incisional hernia in the past which got infected. That patch was removed a few years ago and her abdominal wall repaired primarily. She had a recurrent hernia which recently was repaired with an open approach with a laparoscopic assist. That procedure was complicated by a stable wound dehiscence requiring reoperation and another patch placement. All of her patch is now subfascial. She came in with a white count of 20,000, increased pain and drainage from her incision, despite having a drain which was draining some foul looking stuff. Brought to operation at this time for excisional debridement. Operative findings: all of the infected stuff I saw was on tope of the muscle. CT shows a thin rim of some fluid on top of the patch behind the muscle fascia. I did not open this up for fear of actually infecting this space and I think probably what is seen on CT scan was normal seroma. However, if I opened up this space and pus gets on this patch it will get infected requiring removal of the patch. Hopefully, what I did today will take care of her problem. Description of procedure: ¿the patient was placed supine on the operating table after satisfactory general endotracheal anesthesia, orogastric tube, foley catheter and scd hose were placed. She was then prepped and draped in the usual sterile fashion. The lower 2/3 of the incision was opened up and I got into 3 separate pus pockets and a culture was obtained from the first one. I am pretty sure that all the others will have the same thing and that they were not cultured separately. Each of the pockets was then opened up and skin, subcutaneous tissue and muscle fascia were then debrided with cautery and may scissors. As previously mentioned I consciously did not want to open up the tissue overlying the patch as I may not be able to get it to close again and I do not want to expose the patch to any infected area. The wound was irrigated with 3 liters of saline with the pulsavac irrigation system. A curette was used liberally as well. Once everything was clean and dry, then it was packed open with two 5-yard rolls of kerlix, abdominal pads, and tape. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Estimated blood loss was 100 ml. There were no operative complications.¿ on (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided]. ??/??/??: [missing records: records for CT showing ¿a thin rim of some fluid on top of the patch behind the muscle fascia¿ were not provided.] On (B)(6) 2016: (B)(6) . (B)(6) , md. Discharge summary. Discharge diagnosis: methicillin-resistant staphylococcus aureus wound infection. Presented with fever and abdominal pain and elevated white count. Hospital course: CT suggests a subcutaneous abscess. Taken to operating room, where lower 2/3 of incision was opened up and debrided down to the abdominal wall and fascia. Did not expose patch. After excisional debridement she was given went to dries for a few days. 6 weeks of intravenous vancomycin once culture returned mrsa. Prosthetic patch in place. Now needs full bore treatment for mrsa. Switched over to wound vac. Arrangements made for home nursing and vac changes as well as vancomycin dosing daily. Discharged home. On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. Came back after hernia repair with infection and had a staph infection requiring debridement and open packing. Now on a wound vac. Getting intravenous vancomycin [antibiotic] for 6 weeks. Will take full 6 weeks of that. She has a patch in place that we cannot afford to get infected. Wound looks good and beginning to granulate. She says her white count was up a little bit and she still running a low-grade fever and wanted blood cultures. Exam: wound looks good, clean and granular, it is smaller. Need to get black foam down deep into the incision inferiorly. Plan: blood culture. On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. Pain in right lower quadrant. She says she has been eating percocet [narcotic] like candy. Think she is constipated. Wound closed up quite a bit. Had some greenish exudate. I really think her constipation is causing most of her pain, but could be a recurrent hernia which I expect her to develop. Exam: abdomen: pain to palpation, hernia noted, abdominal wound cleaner, smaller and more shallow. Impression/plan: wound looks better, right lower quadrant pain probably due to constipation. Will get CT of abdomen. Might try to do a secondary wound closure. Begin ciprofloxacin today. On (B)(6) 2016: [missing records: records for CT showing ¿an area on the right side of her abdominal wall near where she is hurting her as possibly hematoma¿ were not provided.] On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. CT shows an area on the right side of her abdominal wall near where she is hurting her as possibly hematoma. I don¿t think it¿s infection. Don¿t know if this is old or new. CT abdomen/pelvis on (B)(6) 2016. Impression/plan: abdominal pain, continue current therapy, no sign of infection currently, patch looks okay. On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. Small area of opening in lower part of abdominal wound. May have a little ball and upper part of incision. Will watch this. Continue wet-to-dry dressing. No longer wound vac. Weight 174 lbs, bmi 31.8. Plan: continue current therapy. On (B)(6) 2016: (B)(6) surgery clinic. (B)(6) , md. Office notes. Small open area below umbilicus that can be treated with silvadene. Released her for work (B)(6) 2016 with no lifting. Will wait and see if she has recurrent hernia. At present, we avoided a patch infection. Still could develop a recurrent hernia because abdominal wall was so thin. Surgical history: (B)(6) 2016: open incisional hernia repair. Weight 172 lbs, bmi 31.5. Impression/plan: open wound of anterior abdominal wall. Recurrent ventral incisional hernia, graft infection. Possibility this will heal on its own with continued wet-to-dry and/or wound vac. Return as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Previous patient code/codes (1395, 1695, 1994, 3191 other for ¿mesh folding¿, and 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Through gore's investigation we confirmed the devices were not a gore device. No further investigation is required at this time. This event will be closed as no problem detected. Medical records: ¿ the known medical records span february 6, 1998 through july 26, 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ relevant records from february 7, 1998 through june 29, 2008, and from september 23, 2008 through january 21, 2014 were not provided. Patient information: medical history: diabetes. Morbid exogenous obesity. (B)(6) 2008: 317 lbs., bmi 58. (B)(6) 2014: 243 lbs., bmi 44.4. (B)(6) 2016: 191 lbs., bmi 34.9. (B)(6) 2008: incisional hernia. (B)(6) 2008: seroma. (B)(6) 2014: infected mesh. (B)(6) 2016: dehiscence of postoperative abdominal wound. (B)(6) 2016: methicillin-resistant staphylococcus aureus [mrsa] wound infection. (B)(6) 2016: open wound of anterior abdominal wall. Surgical procedures: (B)(6) 1996: vertical banded gastroplasty, cholecystectomy, prolene mesh. (B)(6) 2098: exploratory laparotomy, lysis of adhesions, and ventral incisional hernia repair with ¿marlex mesh.¿ implant: gore® dualmesh® biomaterial. (B)(6) 2008: exploratory laparotomy, extensive lysis of adhesions. Revisional bariatric surgery with conversion of vertical-banded gastroplasty to a roux-en-y gastric bypass. Partial gastrectomy. Ventral hernia repair with allomax tissue mesh. (B)(6) 2008: ultrasound-guided placement of an 8-french drain within the anterior abdominal wall fluid collection. (B)(6) 2014: laparotomy with removal of infected gore-tex marlex patch and abdominal wall reconstruction with a vicryl mesh and internal jugular triple-lumen central venous line with ultrasound guidance. (B)(6) 2016: open technique with laparoscopic assist recurrent ventral hernia repair with a large physiomesh patch. (B)(6) 2016: laparotomy for dehiscence, closure of abdominal defect with a 15 x 12 cm skirted physiomesh patch. Implant #1 preoperative complaints: no information. Implant #1 procedure: exploratory laparotomy, lysis of adhesions, and ventral incisional hernia repair with ¿marlex mesh.¿ implant: gore® dualmesh® biomaterial (1dlm203/p12575-010, 20cm x 30cm x 2mm). Implant #1 date: (B)(6) 1998. Description of hernia being treated: ¿excising the previous midline incision, the wound was excised. The fascia was identified. Multiple fenestrated defects along her previous gastric bypass incision were identified. This was tediously removed from bowel and multiple adhesions were taken down on both sides in order to reconstruct the peritoneal cavity.¿ implant size and fixation: ¿once this was done after long and tedious dissection, a pattern-cut sheet of dual-mesh gore-tex, 2 mm thick, was sewn in place with interrupted 0-0 nylon. The fenestrated fascia in the midline was brought together with 2-0 nylon skin [sic] and subcutaneous tissue were irrigated, aspirated, and hemostasis was achieved with electrocautery. The skin and subcutaneous tissues were closed with 2-0 vicryl and skin staples.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2008: abdomen: ¿there is a recurrent hernia in this location [vertical midline incision] extending approximately 8 cm around the umbilicus. Impression: vertical banded gastroplasty has probably dehisced and has resulted in significant weight regain. Plan: revisional bariatric surgery and repair incisional hernia.¿ revision #1 preoperative complaints: (B)(6) 2008: indications: ¿was recently seen in bariatric evaluation for super obesity. She has a history of a vertical-banded gastroplasty in 1996. Over the years, she did fairly well until she got pregnant, whenever she started to gain more and more weight. In the interim dr. Everett tucker performed an incisional hernia repair in 1998. Currently, she was worked up with an upper gi with small bowel follow through series which was a normal study. There was no restriction and contrast flowed normally through the stomach, indicative of a failed vbg [vertical banded gastroplasty] stable [sic] line. She weighs 317 pounds with a height of 5 feet 2 inches which is a body mass of 58.¿ revision #1 procedure: exploratory laparotomy, extensive lysis of adhesions. Revisional bariatric surgery with conversion of vertical-banded gastroplasty to a roux-en-y gastric bypass. Partial gastrectomy. Ventral hernia repair with allomax tissue mesh. Revision #1 date: (B)(6) 2008 [hospitalization (B)(6) 2008]. ¿the previous vertical midline incision was reincised, subcutaneous tissue was dissected down to the fascia. The inferior third of the fascial incision contained a large hernia sac. This defect was approximately 5 to 6 cm in diameter and was at the lower edge of the previously placed mesh. This defect was approximately 5 to 6 cm in diameter and was at the lower edge of the previously placed mesh. The hernia sac was entered with electrocautery. There were dense intra-abdominal adhesions and these were taken down. Lysis of adhesions took approximately 2 hours at least before the procedure could actually be started. The hernia sac was divided in the midline. The fascia and the previously placed mesh were divided in the midline all the way to the sternum. Dense abdominal adhesions to the anterior abdominal wall were taken down with electrocautery. A full-thickness enterotomy was created along the distal third of the gastric pouch approximately 15 mm from adjacent staple lines. A full-thickness enterotomy was created along the roux-en-y approximately 5 cm away from the distal staple line. A 3 cm long linear cutting stapled anastomosis was performed along the antimesenteric border of the roux-en-y jejunum and along the anterior surface of the gastric pouch, with care taken to stay at least 1 cm away from adjacent staple lines. The patient required mesh implantation to close her hernia defect. The superior aspect of the midline fascia was closed with interrupted #1 vicryl sutures. The mid portion of the incision was closed with a piece of alloderm that was 16 x 6 cm in size. This alloderm was placed along the parietal peritoneum and was sutured in place circumferentially with horizontal mattress 0 prolene sutures. A piece of allomax was also required that was slightly larger and was placed in the inferior aspect of the wound along the previous hernia defect. This was sutured in place circumferentially to the parietal peritoneum with interrupted horizontal mattress 0 prolene sutures. There was at least 5 cm of underlay circumferentially around the defect. The overlying fascia was closed with running #2 prolene suture and with #1 vicryl sutures. A 15-french blake drain was placed into the subcutaneous tissue and into the space between the mesh and the parietal peritoneum. Another drain was placed into the subcutaneous tissue. Sutures of 2-0 vicryl closed the deep dermis and subcutaneous tissue. (B)(6) 2008: discharge summary: had a jackson-pratt drain in place that was putting out serosanguineous fluid during her hospitalization. Follow up in 7 to 10 days. Relevant medical information: (B)(6) 2008: postop anterior abdominal wall fluid collection. Ultrasound-guided placement of an 8-french drain within the anterior abdominal wall fluid collection. (B)(6) 2008: discharge summary. Admitted to the hospital following incision, drainage, and debridement of an abdominal wall seroma. [Records not provided] ¿wound fairly large, located midline. Alloderm comprised the base of this wound, and granulation tissue was noted. Wound is granulating nicely. Notably it is necessary for her to stay in the hospital due to the extensive size of this wound and the undermining under the subcutaneous flaps. I did not think it would be reasonable for her to be home with home health in the initial few days following this surgery. Follow up in 3 weeks. Wound care clinic once a day starting next week. Explant #1, implant #2 preoperative complaints: (B)(6) 2014: ¿evaluation for open draining at umbilicus since 2008 surgery from hernia repair, grew staphylococcal in (B)(6) 2013 and treated with antibiotics. Has draining sinus in the middle of her sunken abdominal wound. It is growing out strep. Probably infected mass in abdomen. History: converted her vertical banded gastroplasty to a roux-en-y gastric bypass with partial gastrectomy, lysis of adhesion and did an onlay patch of alloderm. After closure of her abdomen, apparently, he split through gore-tex patch. This was a 5-hour operation. The gore-tex patch was not removed. Over the last several months, she has drained some from this area. Apparently, it was probed and the wound center went pretty deep. It drained some minimal clear up and then drained again. Last culture showed streptococcal. CT scan does look like a gore-tex patch. There is intense inflammation above and below the patch above the umbilicus. This is right where the area sunken. After the gastric bypass revision apparently, she has some seroma that was operated on and wore one fact [sic] for about 5 months after. On CT patch is lifted and she has her recurrent incisional hernia to the right and superior to the umbilicus. Maybe requiring bowel resection. Will not be able use prosthetic material closer and a recurrent hernia is likely. We just need to get all the mesh out, and all the prosthetic material out. Impression/plan: infected mesh, graft infection; removal of prosthetic material or mesh, abdominal wall for infection. Recurrent incisional hernia; ventral hernia repair.¿ (B)(6) 2014: ¿she had a ventral hernia repair with gore-tex patch in 1998 at big baptist. She now has patch infection and has culture proven strep from this. Has a persistent draining sinus and CT evidence of an infected patch. Brought to operation at this time for removal of infected patch and some sort of temporary abdominal wall coverage due to the infection. We are well aware that she likely will develop recurrent hernia, but we cannot use prosthetic mesh in the site of ongoing infection.¿ explant #1, implant #2 procedure: laparotomy with removal of infected gore-tex marlex patch and abdominal wall reconstruction with a vicryl mesh and internal jugular triple-lumen central venous line with ultrasound guidance. Explant #1, implant #2 date: (B)(6) 2014 [hospitalization february (B)(6) 2014]. ¿the patient was placed supine on the operating table after satisfactory general endotracheal anesthesia. A nasogastric tube was placed, but it was removed at the end of the case due to her previous gastric bypass and it was not working well. She was then prepped and draped in usual sterile fashion. She had a sunken air [sic] in the middle of her abdomen where she healed by secondary intention. At the bottom of this was the draining sinus. This was ellipse free and the incision extended superiorly and inferiorly. Especially inferiorly where she did not have patch is where I got into the abdomen first and adhesions were taken down to the abdominal wall. We kept splitting through the patch serially separating mostly omentum that was stuck to the patch. Finally once were into the abdomen all the adhesions were taken down with cautery or metzenbaum scissors. Most of these were omental adhesions to the abdominal wall, but the liver, etc., were involved as well. Now once the abdominal wall was free the rest of the patch was dissected free with combination of cautery, sharp dissection and metzenbaum dissection. All the prolene suture and all the patch was removed on both sides. I tried not to burn any bridges and tried to leave as much tissue as we could in case component separation was necessary later. Now once all the patch was gone, I changed gloved and instruments. A sheet of tightly woven vicryl mesh was then placed over viscera. Now the abdominal wall was closed starting at top and bottom and slowly closing the hole with interrupted simple sutures of #1 vicryl suture with a few interspersed #2 prolene sutures about every second to forth suture. All of the sutures were then placed then tied down and this reconstructed the abdominal wall at least for present. Wound was irrigated with saline solution. Deep layers were closed with interrupted 2-0 followed by interrupted 3-0 vicryl sutures.¿ records indicate a non-gore device was implanted during the (B)(6) 2014 procedure. (B)(6) 2014: discharge summary. ¿underwent excision and explantation of her infected mesh. Primary repair abdominal wall with subrectus vicryl buttress. Did well after surgery and her ileus has resolved. Pain controlled. Discharged home. Will see her back in the office in 5 days.¿ implant #3 preoperative complaints: (B)(6) 2016: history: diabetes. Weight 191 lbs., bmi 34.9. Impression/plan: recurrent ventral incisional hernia. Recommended laparoscopic assist. Implant #3 procedure: open technique with laparoscopic assist recurrent ventral hernia repair with a large physiomesh patch. Implant #3 date: (B)(6) 2016. Operative records for the (B)(6) 2016 procedure were not provided, however, records do indicate that a non-gore device was implanted during the (B)(6) 2016 procedure. Implant #4 preoperative complaints: (B)(6) 2016: ¿she had a recurrent ventral hernia which was repaired with a large physiomesh patch 3 days ago that was done by an open technique with laparoscopic assist. She presents now with a lot of wound drainage and suspicion for abdominal wall dehiscence.¿ implant #4 procedure: laparotomy for dehiscence, closure of abdominal defect with a 15 x 12 cm skirted physiomesh patch. Implant #4 date: (B)(6) 2016. ¿staples were removed as were stitches, and after lifting the skin up, it was clear that this was a dehiscence. There was about a 2 foot knuckle of small bowel herniated through the abdominal wall below the patch. This was gently placed back into the abdomen with making sure that there were no twists. It was clear that this was going to need to be repaired with a piece of patch and a 15 x 12 cm skirted physiomesh patch was chosen. Also, the patch was secured to abdominal wall inferiorly and physiomesh patch superiorly with interrupted mattress sutures of #1 ethibond. Now the thin attenuated fascia or muscle or abdominal wall was then closed over the patch with interrupted #1 vicryl suture interspersed with a dew #1 prolene sutures.¿ records indicate a non-gore device was implanted during the (B)(6) 2016 procedure. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based on manufacture date of device, product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received and medical records dated (B)(6) 2019 indicate that no gore device was implanted on (B)(6), 2016. There are no records detailing implant of an alleged gore device on this date and no gore product identification information has been received to date. As no information has been received, this event is no longer reportable and the medwatch report will be retracted.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 1998, including records for vertical band gastroplasty and cholecystectomy (1996), were not provided. (B)(6) 1998: (B)(6). Operative report. Type of operation: exploratory laparotomy, lysis of adhesions, and ventral incisional hernia repair with marlex mesh. Procedure: ¿with the patient in supine position, under general endotracheal anesthesia, av impulse foot pumps, foley catheter, and an ng tube were placed. The abdomen was scrubbed, prepped, and draped in the usual sterile fashion. Excising the previous midline incision, the wound was excised. The fascia was identified. Multiple fenestrated defects along her previous gastric bypass incision were identified. This was tediously removed from bowel and multiple adhesions were taken down on both sides in order to reconstruct the peritoneal cavity. Once this was done after long and tedious dissection, a pattern-cut sheet of dual-mesh gore-tex, 2 mm thick, was sewn in place with interrupted 0-0 nylon. The fenestrated fascia in the midline was brought together with 2-0 nylon skin and subcutaneous tissue were irrigated, aspirated, and hemostasis was achieved with electrocautery. The skin and subcutaneous tissues were closed with 2-0 vicryl and skin staples. Sterile dressing was applied. The patient emerged from general anesthesia and, having tolerated the procedure well, was taken to the recovery room in good condition. Estimated blood loss was 250 cc. There were no intraoperative complications. All instruments and sponge counts were correct.¿ product identification records for the alleged gore device were not provided. Records between (B)(6) 1998 and (B)(6) 2008 were not provided. (B)(6) 2008: [facility ni]. (B)(6). Office notes. Hpi: seen in bariatric surgical evaluation. Long history morbid obesity. Vertical banded gastroplasty 1996. Incisional hernia repair 1998. Since then she has slowly gained her weight back. Exam: abdomen: reveals a vertical midline incision from the xiphoid down down to slightly below the umbilicus. There is a recurrent hernia in this location extending approximately 8 cm around the umbilicus. Impression/plan: vertical banded gastroplasty has probably dehisced and has resulted in significant weight regain. May likely have stenosis at marlex band. Needs revisional bariatric surgery. Incisional hernia. We plan on repairing this at the same time, and I tentatively plan on using a large piece of alloderm for this. (B)(6) 2008: (B)(6). Operative report. Preop diagnosis: failed vertical-banded gastroplasty with stenosis of the marlex ring and dehiscence of vertical staple line. Weight regain with super-obesity. Large ventral incisional hernia. Postop diagnosis: failed vertical-banded gastroplasty with stenosis of the marlex ring and dehiscence of vertical staple line. Weight regain with super-obesity. Large ventral incisional hernia. Dense abdominal adhesions. Type of operation: exploratory laparotomy, extensive lysis of adhesions. Revisional bariatric surgery with conversion of vertical-banded gastroplasty to a roux-en-y gastric bypass. Partial gastrectomy. Ventral hernia repair with allomax tissue mesh. Indications: was recently seen in bariatric evaluation for super obesity. She has a history of a vertical-banded gastroplasty in 1996. Over the years, she did fairly well until she got pregnant, whenever she started to gain more and more weight. In the interim dr. Everett tucker performed an incisional hernia repair in 1998. Currently, she was worked up with an upper gi with small bowel followthrough series which was a normal study. There was no restriction and contrast flowed normally through the stomach, indicative of a failed vbg stable line. She weighs 317 pounds with a height of 5 feet 2 inches which is a body mass of 58. She comes to the operating room today for the above procedures. The risks and benefits of the procedure were discussed in detail with mrs. Greenwood. She understands the risk of infection, deep vein thrombosis, pulmonary embolus, damage to nearby structures, especially the liver, intestine, bile duct and esophagus, need for more surgery, stenosis, food impaction, pouch obstruction, bleeding, internal hernia, mesh infection, hernia recurrence, wound infection, longterm problems with malabsorption including vitamin and mineral deficiencies, as well as protein deficiency, anemia, dehydration, low blood sugar, failure to thrive, or any other unforeseen and undiscussed complications that could ultimately result in a prolonged hospitalization, severe morbidity and even her death. She wished to proceed. Notably, she attended one of my bariatric surgical seminars recently and I also spoke with her at length in person. She is well-versed in morbid obesity and its associated health consequences and gastric bypass as a good form of treatment. She is also aware that this will be revisional gastric bypass surgery and therefore all of the above-stated risks are more likely to occur. Operative note: ¿with the patient supine on the operating table, general anesthesia was administered. The abdomen was prepped and draped in the usual sterile fashion. Preoperatively, she was given unasyn, 5,000 units of subcutaneous heparin and sequential compression devices. The previous vertical midline incision was reincised, subcutaneous tissue was dissected down to the fascia. The inferior third of the fascial incision contained a large hernia sac. This defect was approximately 5 to 6 cm in diameter and was at the lower edge of the previously placed mesh. The hernia sac was entered with electrocautery. There were dense intra-abdominal adhesions and these were taken down. Lysis of adhesions took approximately 2 hours at least before the procedure could actually be started. The hernia sac was divided in the midline. The fascia and the previously placed mesh were divided in the midline all the way to the sternum. Dense abdominal adhesions to the anterior abdominal wall were taken down with electrocautery. Ultimately, the bookwalter retractor could be placed. I harvested a piece of anterior rectus fascia along the left upper quadrant that was 6 cm x 1 cm in size and would ultimately be placed around the gastrojejunostomy. The left lobe of the liver was densely adhered to the diaphragm and to the underlying body of the stomach. This was taken down and ultimately the left lobe of the liver was retracted superiorly. The stomach was dissected from all surrounding structures. It was mobilized along the greater curvature from the antrum all the way to the gastroesophageal junction with a harmonic scalpel. Posterior gastric adhesions were taken down. I noted a marlex ring in the expected location approximately 8 cm distal to the gastroesophageal junction. Two (2) rows of ta staples were noted from this location up toward the angel of his. These were all dissected completely and these staple lines were marked with silk sutures. This was performed anteriorly and posteriorly along the upper body of the stomach and along the fundus. A linear cutting stapler divided the vertical gastric pouch 1 cm proximal to the marlex ring. A linear cutting stapler divided the gastric pouch adjacent to the previous ta staples all the way to the angle of his, with care taken to ultimately resect the old staple line. The new gastric pouch was in good condition with minimal scarring and was well perfused by the entire lesser curvature and left gastric artery which were left intact. The gastric pouch was approximately 30 cc in volume. The proximal half of the bypassed stomach was resected with a linear cutting stapler and sent to pathology. This included the marlex ring and the previously placed ta staples at the time of vbg. Next, 40 cm distal to the ligament of treitz, the jejunum was divided with a linear cutting stapler. The mesentery was mobilized with electrocautery. A 150 cm length of roux-en y was measured and a side-to side-anastomosis was created to the biliopancreatic limb using a linear cutting stapler. The remaining enteral defect was closed with a ta-60 blue load stapler. The junction of the limbs was oversewn with 3-0 silk. A mesenteric window was created in the transverse mesocolon through which the roux-en-y was placed. It was placed into the upper abdomen, with care taken to avoid any twisting. A full-thickness enterotomy was created along the distal third of the gastric pouch approximately 15 mm from adjacent staple lines. A full-thickness enterotomy was created along the roux-en-y approximately 5 cm away from the distal staple line. A 3 cm long linear cutting stapled anastomosis was performed along the antimesenteric border of the roux-en-y jejunum and along the anterior surface of the gastric pouch, with care taken to stay at least 1 cm away from adjacent staple lines. The remaining enteral defect was reapproximated with 3-0 silk sutures and retracted anteriorly as it was definitively closed with a ta-30 reticulating green load stapler. The entire anastomosis was oversewn with 3-0 silks. The anastomosis was wrapped with the previously harvested rectus sheath fascia which was sutured in place circumferentially to the stomach and the jejunum. The anastomosis was palpably approximately 12 mm in diameter. A nasogastric tube was placed at this point in time into the pouch, through the anastomosis and into the proximal roux-en-y. The roux-en-y was occluded and 60 cc of air was inflated into the pouch and roux-en-y, with good distention noted. The abdomen was irrigated with normal saline and there was no leakage of bubbles. Air was aspirated and the nasogastric tube was removed. Hemostasis was confirmed. Omentum was placed around the anastomosis. The excess length of roux-en-y was placed into the lower abdomen. The transverse mesocolon defect was closed with interrupted 3-0 silk suture. Peterson¿s defect was closed with a pursestring 3-0 silk suture. The roux-en-y mesenteric defect was closed with a pursestring 2-0 silk suture. Jejunojejunostomy was in excellent condition. The liver retractor was let down. Omentum was placed back over the small intestine. The patient required mesh implantation to close her hernia defect. The superior aspect of the midline fascia was closed with interrupted #1 vicryl sutures. The mid portion of the incision was closed with a piece of alloderm that was 16 x 6 cm in size. This alloderm was placed along the parietal peritoneum and was sutured in place circumferentially with horizontal mattress 0 prolene sutures. A piece of allomax was also required that was slightly larger and was placed in the inferior aspect of the wound along the previous hernia defect. This was sutured in place circumferentially to the parietal peritoneum with interrupted horizontal mattress 0 prolene sutures. There was at least 5 cm of underlay circumferentially around the defect. The overlying fascia was closed with running #2 prolene suture and with #1 vicryl sutures. A 15-french blake drain was placed into the subcutaneous tissue and into the space between the mesh and the parietal peritoneum. Another drain was placed into the subcutaneous tissue. Sutures of 2-0 vicryl closed the deep dermis and subcutaneous tissue. Skin was closed with staples. Drains were sutured in place and placed to suction. The patient tolerated the procedure very well and went to the recovery room extubated and in good condition. Needle and sponge counts were correct.¿ (B)(6) 2008: (B)(6). Physician¿s orders. No heavy lifting 8 weeks post op. No lifting pushing pulling >10#. (B)(6) 2008: (B)(6), md. Discharge summary. Admitting/discharge diagnoses: morbid obesity. Large ventral incisional hernia. Hospital course: admitted to hospital, kept on usual bariatric postop care path. Had a jackson-pratt drain in place that was putting out serosanguineous fluid during her hospitalization. Had fever postop day two, felt was having some shaking chills. The abdomen remained essentially benign. Slightly tachycardic and I worried about possible leakage. An upper gi with small bowel follow through performed, no evidence leakage, no evidence obstruction. Urinary culture ended up being the positive source of the previous fever. Activity: light duty. F/u dr. Fuller 7 to 10 days. (B)(6) 2008: (B)(6). Procedure report. Ultrasound-guided anterior abdominal drain placement. Reason for exam: postop anterior abdominal wall fluid collection. Impression: ultrasound-guided placement of an 8-french drain within the anterior abdominal wall fluid collection. (B)(6) 2008: (B)(6). History & physical. Cc: seroma s/p surgery. Asa ii. Operation /invasive procedure: seroma aspiration/drain. (B)(6) 2008: (B)(6). Bacteriology. Wound culture: specimen: drainage abdomen. Gram stain: no wbc¿s seen. No squamous epithelial cells seen. No organisms observed. Culture: no growth. Afb culture: specimen: drainage abdomen. Acid fast sm: no growth at 8 weeks. Culture: no growth at 8 weeks. Fungus culture: specimen: drainage abdomen. Fungus smear: calcofluor white and wet prep negative for fungal elements. Culture: no significant fungal growth at 4 weeks. (B)(6) 2008: (B)(6). Procedure report. Reason for exam: abdominal wall seroma. Impression: reposition of drain. Drain had become partially occluded and fluid had been building up. Post drainage, limited sonography demonstrates drain to be within a fluid collection which is fairly diffuse throughout anterior abdominal wall. (B)(6) 2008: the surgical pavilion. [Illegible]. History & physical. Impression: abd. Seroma. Psh: revision gbp [gastric bypass], cholecystectomy. Pmh: lung disease, asthma. Operation/invasive procedure: wound exploration and drain placement. Final diagnosis: seroma. [Missing records: records for incision, drainage, and debridement of abdominal wall seroma were not provided.] (B)(6) 2008: (B)(6). Discharge summary. Hospital course: admitted to the hospital following incision, drainage, and debridement of an abdominal wall seroma. Placed into hospital for wound care. Wound fairly large, located midline. Alloderm comprised the base of this wound, and granulation tissue was noted. Wound is granulating nicely. Notably it is necessary for her to stay in the hospital due to the extensive size of this wound and the undermining under the subcutaneous flaps. I did not think it would be reasonable for her to be home with home health in the initial few days following this surgery. F/u dr. Fuller three weeks. Memorial hospital wound care clinic once a day starting next week. [Missing records: records for alleged injuries were not provided.] Records after (B)(6) 2008, including records for the alleged additional procedure on (B)(6) 2014 whereby a gore device was explanted and an "alleged gore device" was implanted were not provided. Records dated (B)(6) 2016 and (B)(6) 2016 for the alleged additional procedures whereby "alleged gore devices" were implanted, were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair in 1998 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2014 an additional procedure occurred whereby the gore device was explanted and an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: adhesion; mesh folding; migration; recurring hernia; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided."